Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 596 mg/dl and treated with manual injection. Customer stated they had issues with quick sets having leaks. Customer declined high blood glucose troubleshooting, because they knew it was the sets causing the issue. The device will not be returned for analysis.